Event description:
The facility's director of pharmacy reported to baxter that a solution set with 15 micron filter was leaking with their peripherally inserted central catheter (PICC) line. It is unknown when this occurred. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.